Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The evaluation findings are as follows: 1.) Control unit appearance defects; 2.) Endoscope could not be attached to the coupler/adaptor/camera head; 3.) Damage to the pixel of the image sensor imaging device by cosmic rays. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified as the phenomenon was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.